Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer they were hospitalized on an unknown date for an unknown reason with unknown blood glucose level. The customer also reported that they hospitalized twice from (B)(6) 2020 with a high blood glucose level of 774 mg/dl. The customer did not mention any treatment and symptom related to high blood glucose level. The insulin pump will not be returned for analysis.